Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that the needle broke when sewing in surgery. Changed another three to continue the surgery, the same problem happened again. Changed another one to complete the surgery. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were x-rays taken to locate the needle piece(s)? No. Did any needle piece(s) fall into the patient? If yes, o was the needle piece(s) retrieved during the same procedure? O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? If not retrieved, in what tissue structure the broken needle piece(s) was retained? Is there any plan in place to remove the needle piece(s) in the future? Contacted with the sales rep today via phone, please refer to the event description, there is no report on patient's injury. Other information requested is unknown.